Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. The patient was hospitalized on (B)(6) 2024 due to hyperglycemia. An ambulance was sent automatically as patient was in life alert at home. The reporter didn´t know if the patient experienced inaccuracy during the intervention or if dexcom contributed for the patient to being hospitalized. There was no information about the treatment provide nor the medical intervention as the reporter didn't know. The patient was discharged on the (B)(6) 2024. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a wearable failure. The probable cause of the wearable failure cannot be determined. No additional patient or event information is available.